Event description:
In 2009, the pt's mother reported the pt wakes up with elevated blood glucose readings in the 250-350 mg/dl range. She thinks there is a "pooling" of insulin at the pt's infusion site. She stated she will encourage the pt to call for troubleshooting. Attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.